Event description:
The customer reported the battery went out on their ups (universal power supply) about two weeks before they replaced it on (B)(6) 2015. The customer stated they continued to use the integra analyzer with it plugged into the ups with no problems. When their biomed department switched out the ups, they found the 4- prong plug from the integra that plugged into the ups showed evidence of melting. The customer never noticed any smoke or burning smell. No patients were involved and there was no adverse event. The customer's biomed department went to a local supply store and purchased a plug. When they plugged in the analyzer and rebooted, they got alarms. The field service representative found the person who replaced the plug did not wire the plug properly. He rewired the plug properly and the customer was able to initialize and run qc without errors. He could not determine a cause for the melted plug.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Theoretically, only an increased contact resistance could develop heat which may cause a melting of the plastic part of the plug. This could be due to the age of the plug (oxidation of prongs) or that one or more wires were not correctly fixed into the associated screw terminals.